Event description:
The customer reported that the canopy has zipper damage to panel a and needs a mattress envelope replacement. No pt injury was reported.

Manufacturer narrative:
(B) (4) zipper damage and mattress envelope damage. Eval of the returned product shows that the large window a zippers slider body is open. (B) (4).